Event description:
It was reported that there was a coupling problem. There were bandages present over the pocket site, but it was clarified that the bandage was only at the lead site not the implantable neurostimulator (ins) site. The patient had been unable to connect since (B)(6) 2015 and was not able to adjust stimulation; however, the issue was resolved. The patient had an appointment with a healthcare provider (hcp) tomorrow. It was later reported that the patient missed her post-op appointment with her hcp because she was in the hospital for 5 days with fever and severe pain and was dehydrated. She had a seroma at the pocket and was given fluids and antibiotics. The type, dose, and duration of the antibiotics were unknown. A doctor was going to see her in 2 weeks to check on the seroma. There was also pain, redness, and swelling at the device pocket. The patient was very frustrated and was really struggling to recharge likely due to the seroma. She could not keep two bars. She had spent 11 hours trying with no luck. A manufacturing representative (rep) suggested that she try again for a couple hours each day then possibly meet to help with recharging. It was later reported that the rep worked with the patient at two spots, on (B)(6), providing education and tips for better coupling. 6-8 bars were a chieved. The cause was not confirmed but seemed likely due to swelling at the pocket ad some lack of understanding. The rep was planning to attend the patient¿s follow-up with the doctor in a couple of weeks. Further follow-up is being conducted. If additional in formation is received, a follow-up report will be sent.

Event description:
Additional information received from the manufacturer representative (rep) reported that patient file should be updated and they were notified on the day of this report that the patient device was in overdischarge and a power on reset (por) would be initiated.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer representative reported the cause of the charging issues was because the implantable neurostimulator (ins) was "very floppy" in the pocket which was making it difficult to maintain coupling bars. They used a recharger belt and adhesive discs and they were able to achieve and maintain 4-6 coupling bars if the patient laid very still.